Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
Unrelated failure mode(s) tw ID (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 toggle on handle kept getting stuck and it looked like some of the plastic on the cutting/sealing jaws melted. No reported objects detached into patient. The heating element did not appear to be lifted from jaw. Opened up another vh-4000 to complete case. No reported delays. No patient injuries reported.

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Trackwise ID#: (B)(4). Updated sections: b-4, e-3, d-10, g-4, g-7, h-2, h-3, h-10.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10 this investigation is applicable for complaints (B)(4). The device was returned to the factory for evaluation on 06/15/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The gray silicone insulation on the hot jaw was observed to peeled and detached from the hot jaw from the middle to the tip, exposing the metal hot jaw. The gray silicone insulation was also observed to be whitish and cracked on the hot jaw insulation. The peeled silicone insulation on the hot jaw was not returned for evaluation. The heater wire was observed to be flexed at the center of the hot jaw but remaining attached at the base and tip of the hot jaw. No other visual defects were observed. A mechanical evaluation was conducted. The toggle was manipulated to open and close the jaws. There were no visual or physical difficulties when manipulating the toggle to open and close the jaws. Based off the returned condition of the device, and the evaluation results, the reported failures "mechanical problem, onetrack (B)(4)" was not confirmed, but was confirmed for the reported failure from onetrack (B)(4), reported failure "melted" . The analyzed failures "peeled;jaw" as well as "material twisted/bent wire " were also confirmed. The lot # 251161679 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.